Manufacturer narrative:
This incident occurred in (B)(6). Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2015-00050.

Event description:
Allegedly, after surgery, the surgeon found one screw head was broken off when he confirm x-ray. So he removed the fragment. Finally, the broken screw has remained in the patient.